Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes premature e nd of life.

Manufacturer narrative:
Final analysis found no output or telemetry due to a high current drain that depleted the battery. The high current drain was caused by a discrepant meta digital integrated circuit.